Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: run through ns, guide catheter: heartrail 6fr jr4, stent: 3.5x18mm xience sierra. The 3.5x18mm xience sierra referenced is filed under a separate medwatch report number. Evaluation summary: a visual inspection was performed and the reported balloon rupture was confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, eccentric de novo lesion in the right coronary artery that was 90% stenosed. An unspecified guide wire crossed the lesion. A 3.5x18mm xience sierra stent was advanced and deployed at 9 atmospheres (atm). Post-dilatation was performed with the stent-balloon twice at 16 atm, when the balloon ruptured. Then a 3.0x33mm xience sierra stent was advanced and deployed at 9 atm in the distal part of the lesion. Post-dilatation was performed with the sierra stent-balloon twice at 16 atm, when the balloon ruptured. There was resistance with the lesion during advancement of both xience sierra. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.